Manufacturer narrative:
No device, event history log or error log was returned for investigation. The most probable yet unconfirmed root cause for this is a non functional cassette. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the nurse stated that there was no alarm on the pump, just remaining 9ml volume displayed in the reservoir screen. No actual drug was remaining inside the pump chamber. Patient not affected. No patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.